Event description:
A customer reported a malfunction regarding their tandem pump, identified as malfunction code 15. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.